Event description:
It was reported that this right atrial (ra) lead had high out of range pace impedances, that measured greater than 2000 ohms. The ra lead was subsequently abandoned surgically and replaced. The pacemaker remains in service. No additional adverse patient effects were reported. If additional information is received, this report will be updated.